Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/06/2023, that approximately on (B)(6) 2023 the patient experienced a skin reaction. The patient was participating in a clinical trial, it was reported that the patient experienced a skin reaction where the patient developed cellulitis and an abscess, which occurred on an unspecified day after the sensor had been inserted (sensor location information not available). The patient was taken to the emergency room and an abscess incision and drainage procedure was performed. The patient also received IV antibiotics. The patient was reported as ¿doing well and the infection is now subsiding¿ at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.